Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that head of a bd micro-fine¿ insulin syringe broke off.

Manufacturer narrative:
The following field has been updated due to additional information: b.5. Describe event or problem: it was reported that head of a bd micro-fine¿ insulin syringe broke off and the plunger cap was damaged. H.6. Investigation: customer returned (1) loose 1/2cc syringe with part of the shelf carton from lot # 7261501. Customer states that the head of the syringe broke off completely. The syringe was returned with the hub-needle/shield assembly separated from the barrel. The sample also exhibited a crushed plunger cap. A review of the device history record was completed for batch# 7261501. All inspections and challenges were performed per the applicable operations qc specifications. There were seventeen (17) notifications [200719510, 200719178, 200718199, 200710903, 200710676, 200708635, 200707820, 200710466, 200707729, 200707728, 200707996, 200707800, 200707789, 200707893, 200708647, 200708645, 200709831] noted that did not pertain to the complaint. There was one (1) notification [200712155] noted for damaged tips. Bd was able to duplicate or confirm the customer¿s indicated failure (hub separates and crushed plunger cap). Possible root cause for the crushed cap: the syringe was caught in the sealing bars of the packaging machine, crushing the cap. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe.

Event description:
It was reported that head of a bd micro-fine¿ insulin syringe broke off and the plunger cap was damaged.